Event description:
It was reported that the patient presented in a clinic for an initial implant procedure. During the procedure it was found that the left-ventricular lead (lv) lead exhibited unable to remove guidewire and its electrode was detached. As a resolution the lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2024. No patient consequences were reported, and the patient was stable.

Manufacturer narrative:
The reported events of stylet could not be removed, and lead damage were confirmed. A complete lead with was returned in two pieces. Visual examination found that the connector pin and coating was consistent with procedural damage. Electrical testing found no anomalies. The cause of the reported events was bunching of the stylet ptfe coating inside the inner coil at the connector region that preventing removal of the stylet and excessive force resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.